Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/25/2025, it was reported that the user¿s ilet device failed to charge despite being placed correctly on the charger with a solid green light. The device displayed ¿charge ilet now¿ and was hot to the touch. A replacement was arranged. The user, who is on steroids, reported blood glucose (bg) at 301 mg/dl after being disconnected all day. Bg was corrected with mdi therapy. No symptoms, external assistance, or medical intervention occurred.